Event description:
Customer reporting 1 false positive sars result of symptomatic patient. Customer reporting result was confirmed positive by pcr.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: can not determine with retain testing. Source: phone.